Manufacturer narrative:
Concomitant medical products: product ID: esbf3214c103e stent graft; etlw1616c124e stent graft; etlw1620c124e stent graft, implanted: (B)(6) 2018, product ID: 0184 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) withheld high voltage therapy for a ventricular arrhythmia. The crt-d remains in use. No further patient complications have been reported as a result of this event.